Manufacturer narrative:
(B)(4). The customer is requesting retrospective data following a pt death. No info was provided that would indicate any device or labeling problem. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer is requesting retrospective data following a pt death.